Event description:
The initial attorney's report alleged pain and surgical intervention due to defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2005 - pt underwent repair of two ventral hernias with composix e/x mesh. On (B)(6) 2005- pt admitted for pulmonary dysfunction, requiring reintubation. He was maintained on a ventilator and developed a large abdominal wall hematoma. A binder was placed and it was noted that he would not leave it alone. On (B)(6) 2006 - pt underwent placement of right subclavian hohn catheter, partial excision of infected mesh with surgical excision/debridement of abdominal wound, a vacuum dressing was also placed. It was noted that all visible non incorporated mesh was excised. There was no evidence of exposed small intestine. On (B)(6) 2006 - pt underwent excision of infected abdominal wall mesh, lysis of adhesions, and incisional hernia repair with a non-bard mesh. Most of the rectus sheath had to be removed because it was adherent to the underside of the mesh. Pathologic eval and cultures were returned as occasional (B)(6) with (B)(6). On (B)(6) 2006 - consultation report noted that the pt was positive for (B)(6) and coagulase negative strep in the abdominal wound.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. The medical records indicate that the pt was treated for adhesions and hematoma both of which are known possible adverse reactions listed in the IFU. Also indicated, was that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for eval. With the currently available info, no conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.